Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that he had a diabetic seizure which caused him to fall and break his belt clip. No further details were provided, and attempts to contact the customer have been unsuccessful so far.

Manufacturer narrative:
The initial report for manufacturer report number 2032227-2016-27602 was created in error. The event has been reported under manufacturer report number 2032227-2016-27723.